Event description:
Info received indicates when the bed is lowered from the high position, it will slightly go into trendelenburg.

Manufacturer narrative:
The tech replaced the valve guide tube for the head hi/low to repair the bed.